Manufacturer narrative:
(B)(4). The complaint was not confirmed and no new issues or errors were observed, all results were within the range specification during control solution testing. The meter was returned and according to the memory log, the reported readings could not be found. It is to be noted that precision xtra/optium meters do not give readings less than 20 mg/dl. Readings that fell below 20 mg/dl gave a "lo" message.

Event description:
Customer reported receiving erratic readings on their precision xtra meter. Customer reported receiving readings of 200 mg/dl, 210 mg/dl and 9 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.